Manufacturer narrative:
Operations prior this incident and after did not show any problems when opening the flap.

Event description:
Opening the left eye, tissue bridges were encountered at a border. The flap was not forced open but laid back down again. The operation on the left eye was aborted. The right eye was cut prior the left eye. The flap on the right eye was opened without incidence and was treated.